Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. Moisture damage was also noted on the motor assembly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via telephone call that she went into the pool while wearing the insulin pump. The customer reported initially seeing fluid under the display but did not any longer see moisture. The customer did not know the blood glucose reading. The customer stated that the insulin pump had not been dropped and did not see cracks. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.